Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified fold creases, yellow particles, cloudy and deformation. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown where their implant is "super hard and never softened."

Event description:
Patient reported right side capsular contracture baker grade unknown where their implant is "super hard and never softened". Additionally patient report "moved" and "wrinkled." Healthcare professional reported capsular contracture, baker grade iii and "internal gel fractures." Device was explanted.